Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient reported right side infection. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, e1, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: infection (early onset): unable to observe as it is not related to the device. Additional observations: observed crystalline in the gel. Observed creases on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "any creases" in the rga.